Event description:
Jackson pratt drain bulb not staying compressed as designed. The nurse compressed the bulb and it lost suction and stopped working after about five minutes. The nurse decided to switch the bulb and when they began that process, the bulb's connection to the tubing was very loose. The nurse replaced the defective bulb with a new bulb and the drain functioned as designed.